Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturers reference number: (B)(4).

Event description:
This event was reported to the FDA under medwatch number: (B)(4). It was reported that a (B)(6) year-old caucasian female patient who underwent breast surgery with a 375cc mentor memorygel breast right breast implant and an unspecified left gel breast implant experienced bilateral capsular contracture baker grade IV and left sided rupture post procedure. As a result, patient has an explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.